Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 16-jun-2006, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that a catheter replacement surgery was being replaced. Additional information was received from the device manufacturer representative indicated that during refills it was noticed patient was having more medication in the pump than the printout. The catheter was checked and the physician was unable to aspirate from the catheter access port (cap). No further complications have been reported as a result of this event. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated important identifying information regarding the event. It was reported that it was unknown when the volume discrepancy was first noticed. The volume discrepancy was calculated to be a "couple cc's". The explanted catheter was explanted and discarded. No further complications have been reported as a result of this event.